Event description:
Legal counsel for patient reported that the patient underwent m2a hip arthroplasty on a unknown date. Subsequently, patient alleges personal injuries. It is unknown whether a revision procedure has occurred. No further information has been provided to date. This report is based on allegation set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information.

Event description:
Legal counsel for patient reported that the patient underwent total hip arthroplasty on an unknown date. Subsequently, patient alleges personal injuries. It is unknown whether a revision procedure has occurred. No further information has been provided to date. This report is based on allegation set forth in plaintiff's complaint and the allegations contained therein are unverified additional information received in medical records indicate the patient was revised approximately 12 years post-implantation due to pain, periacetabular osteolysis and elevated metal ion levels. Revision operative report noted defects and osteolysis of the acetabulum. A total synovectomy was performed and bone graft material was placed in the acetabular defects. Revision operative report further notes the femoral head, acetabular cup and liner were removed and replaced.